Event description:
The device reportedly delivered several shocks successfully, however, the device allegedly would not deliver subsequent shocks after the pt had been moved to the ambulance for transport. The pt's outcome was not reported. The paramedic indicated the pt's outcome was not affected by the reported malfunction.